Manufacturer narrative:
Device returned for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ball tip probe broke when surgeon bending to desired curve. Ratchet handle broke as tap inserted due to sclerotic bone. Thoracic gear shifts bent as they were being inserted due to very sclerotic bone. Palm ratchet handle not working correctly according to surgeon. Patient had extremely sclerotic bone. No adverse events.

Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken off. The tip itself was not returned. Optical imaging showed evidence of plastic deformation indicating a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the feeler¿s tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.